Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the physician attempted to place the left ventricular lead however, the lead was unable to advance and was inadvertently damaged. The lead was removed and replaced. The patient was in stable condition.